Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms. Technical services (ts) was contacted, and ts discussed options. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating rv lead noise and out-of-range pace impedances resulted in signal artifact monitor (sam) disabling minute ventilation (mv). The cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.